Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebw1260 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a split at the 9cm mark of the PICC. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split is confirmed and was determined to be use related. One 3 fr single lumen powerpicc sv was returned for evaluation. An initial visual observation showed use residue on the returned sample. The sample was flushed with a 12 ml syringe of water and a weeping leak was observed near the 9 cm depth marker, approximately 10.4 cm distal to the molded joint. A microscopic observation revealed a small longitudinal split at the location of the leak. The split was observed to be straight with mostly even edges and a granular surface texture, which is typical of a tearing failure mode. Whitening of the catheter material was observed at the corners of the split. The split appeared to be on the seam of the catheter tubing. The edges of the split on the inner wall of the catheter appeared to curve inward slightly. The shape, texture, and location of the split are indicative of a burst failure caused by over-pressurization of the catheter. A lot history review (lhr) of rebw1260 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a split at the 9cm mark of the PICC. There was no reported patient injury.